Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 2.7 mmol/l. Customer explains she has very unstable blood glucose values because of her pregnancy. The customer declined to troubleshoot for the low blood glucose. The auto mode was not active. The device will not be returned for analysis.